Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with abdominal discomfort and lower extremity edema. The right atrial (ra) lead was found to have dislodged and migrated to the inferior vena cava. The lead was reprogrammed and later repositioned. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was reprogrammed after the lead revision.